Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38x2.5mm, eccentric, de novo target lesion was located in the obtuse marginal (om) branch. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the target lesion. Upon removal, the physician noted that the stent struts were fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the mid-section of the crimped stent were damaged and distorted. Based on the type of damage evident, this type of damage is consistent with the stent encountering resistance while advancing the device and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38x2.5mm, eccentric, de novo target lesion was located in the obtuse marginal (om) branch. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the target lesion. Upon removal, the physician noted that the stent struts were fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.